Manufacturer narrative:
The records management database indicates that the implants met the specifications and were approved for product release. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post placement loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. The loss of integration the non-integration of an endosseous dental implant is a known inherent risk of the procedure. Proper intended us of the implant is described in its instructions for use.

Event description:
Implant became loose and mobile before a chance of prosthetic restoration. Pain and swelling occurred in the oral cavity. Stability was achieved but osseointegration was not achieved. Bone quality was type ii.